Manufacturer narrative:
Medtronic rep checked the axiem system and the system functioned properly. Software functions properly. Frame movement cause inaccuracy. There was no negative outcome to the pt.

Event description:
The site called to report that the surgeon was inaccurate while navigating with the axiem system during a shunt placement procedure. The surgeon was accurate after registering the pt, but then noted an inaccuracy before placing the shunt. Surgeon opted to complete the procedure with the use of the stealthstation. There was no negative impact to the pt and they were able to place the shunt properly.